Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Returned meter and test strips evaluated with no defects found. Most likely underlying root cause of malfunction: user had inaccurate reference. Manufacturer acknowledges lateness of this report.

Event description:
Customer complains of high results. Customer states that he feels physically fine and denies the need for medical attention. The customer's expected blood results are 240-245mg/dl fasting. There were no test strips available to provide information. Reviewed meter memory (B)(6). Customers concern: 507mg/dl. No adverse event reported.